Event description:
Device 1 of 4. Reference MFR report: 1627487-2012-03197, 1627487-2012-03198, and 1627487-2012-03199. The patient reported experiencing heating and redness at his scs ipg pocket site while charging his scs system. The patient also reported he is not receiving adequate stimulation due to feeling a burning sensation along his scs lead when stimulation is increased. There is no additional information at this time. On (B)(6) 2012 (B)(6), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Action #s: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.